Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm prime rewind anomaly. Customer's blood glucose at time of incident was unknown mg/dl. Customer stated insulin is squirting out during manual prime process. Customer stated insulin continues to drip after motor stops during manual prime. The customer stated that they don't receive 2nd series of beeps nor did numbers appear on the screen. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.